Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. This occurred with 4 catheters. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle retraction failure. According to the customer's report, the needle was not retracted."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 15-feb-2023. H6: investigation summary: our quality engineer inspected the representative samples and photographs submitted for evaluation. Bd received 100 sealed 22ga x 1.00in. Insyte autoguard bc pro units from lot number 2160898. Additionally, two photos were provided. A sampling of 20 units were chosen for needle retraction testing. All 20 units retracted successfully. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. This occurred with 4 catheters. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle retraction failure. According to the customers report, the needle was not retracted."